Manufacturer narrative:
The user reported bleeding at the insertion site that led to treatment at ER. At the ER the user was able to get the site re-dressed and the bleeding has stopped. The issue was resolved and user is currently using the system with up-to-date information

Event description:
On 18 june 2025, senseonics was made aware of an incident where user reported bleeding at the insertion site that led to treatment at ER.at the ER the user was able to get the site re-dressed and the bleeding has stopped. The issue was resolved and user is currently using the system with up-to-date information